Event description:
The patient reported symptoms of angioedema in his throat, tongue, mouth and lips and sensation of throat closing. The patient visited a hospital due to the reported symptoms. The patient reported being prescribed with steroids (unspecified) to alleviate the reported symptoms. The patient was later diagnosed with angioedema at the hospital. The treatment was discontinued on (B)(6) 2015 and is currently fine. The treating doctor considered the event serious but not life threatening to the patient.

Manufacturer narrative:
The aligners are not being valuated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that invisalign system aligners caused or contributed to the patient symptoms of angioedema and sensation of throat closing. This event is being filed as an MDR since the patient reported being diagnosed with angioedema and invisalign system product was being used at that time.